Event description:
It was reported that the burr got stuck with the wire. The 90% stenosed target lesion was located in the severely tortuous and severely calcified left main trunk up to proximal to distal left anterior descending artery. A 2.75mm x 20mm emerge balloon catheter was advanced for dilation. However, during the second inflation for 10 seconds, the balloon ruptured. The device was removed, and another 3.25mm x 15mm nc emerge balloon catheter was advanced for dilatation still, during the second inflation for 10 seconds, the balloon ruptured. The device was also removed, and a new 3.50mm x 15mm nc emerge balloon catheter was advanced but, during the second inflation for 10 seconds, the balloon also ruptured. The device was removed without any problem. A different device was used to complete the dilatation processed. During the same procedure, a 1.50mm rotapro and rotawire was selected for use. The rotation speed during insertion was set at 190,000 rpm and the maximum speed was also at 190,000 rpm. However, the burr got stuck with the wire and could not be released. The rotapro burr and the rotawire were removed as one unit outside the patient. Then, a second rotapro was used to ablate the lesion, and a non-boston scientific balloon catheter was used to expand the lesion and the stent was placed. No patient complications nor injuries were reported, and the patient condition was good post procedure.